Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "the bottom wire went bad". The patient stated that the lead was not sending the ¿correct voltage¿. The lead remains in use. No patient complications have been reported as a result of this event.